Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the guide is crooked" prior to patient use. No patient involvement was reported.

Event description:
It was reported "the guide is crooked" prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned a ra assembly stapled to a sheet of paper. It was noted that one of the staples had punctured the guide wire tubing as well as the catheter body. No definite signs of use were observed. Visual analysis revealed that the guide wire was kinked in three locations. Microscopic examination confirmed the damage and revealed that the guide wire tubing contained evidence of bending at the same approximate locations of the kinking to the guide wire. It was noted that the third kink on the guide wire also resulted in the catheter body to become kinked. The damage observed is consistent with defects related to storage and shipping. The distal and proximal welds were intact. A fourth kink was located at the area where the staple had punctured the catheter body; however. It is unknown if this kinking was present before or after the customer stapled the sample. The kinks in the guide wire measured at 16mm, 160mm, and 263mm from the distal tip. The fourth kink located where the customer stapled the sample measured 228mm from the distal end. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring wire guide". The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed that the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kinking, in addition to the creasing in the tubing, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The product lidstock was also reviewed as part of this complaint investigation. The words "do not bend" are located at the top and bottom of the lidstock. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained several distinctive kinks, and several creases on the protective tubing. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The words "do not bend" are clearly located on the top and bottom of the lidstock. Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guide is crooked" prior to patient use. No patient involvement was reported.